Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to corroded keypad traces. No frozen screen was noted during testing. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. Pump received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump buttons are not responsive. Customer does not recall any significant events leading to the error but did state that it got wet. Troubleshooting was done for keypad anomaly and battery was changed but did not resolve. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.